Event description:
A facility reported that the mayfield modified skull clamp (a1059), applied with 60 pounds of pressure, was used for a "posterior cervical thoracic kyphosis correction c7 substraction osteotomy" and was connected to the mizuho levo cervical management system. During the case, the skull clamp apparently slipped, causing a pin laceration while the patient was in the prone position. The skull clamp was removed and the surgery continued. It is unclear if alternate procedure/device was used to complete the procedure; however, an ointment was applied to the lacerated wound. There was no reported delay in surgery.

Manufacturer narrative:
The mayfield skull modified clamp (a1059) was returned for evaluation: failure analysis: investigation of the returned mayfield showed that the unit has not been in for service since (B)(6) 2019. The unit had heavily worn teeth on the large starbursts but was still functional. The unit had slight rotational and lateral movement, but the reported issue of "slippage" could not be duplicated as when the clamp is locked and positioned properly, it would not have slipped. The base casting was replaced due to the worn teeth on the large starbursts, general maintenance, cleaning and all worn internal components were replaced. Additionally, since the unit was involved with a patient injury, it was sent to quality engineering for further investigation, and the findings of the service and repair evaluation was confirmed as follows: there was heavy wear to the unit and starburst teeth and there was slight difficulty in turning the lock. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint issue of "slippage." Service & repair could not duplicate slippage. Unit was received with signs of wear and received general maintenance and replacement of worn components. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.